Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the front therapy electrode and ECG "a". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
While investigating an electrode belt for an unrelated issue, a reportable problem was identified. The electrode belt failed a therapy electrode recognition test.